Event description:
This system was returned without oos documentation from an unk hospital. Per biosmart, this device was at premature eri indication. The device was replaced with a lumax 340 dr-t, (B) (4).